Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchiness due to rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed clotrimazole for the rubbing. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.